Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The returned devices were visually examined, and the following was observed: the esheath+ was cut resulting in a "split" appearance at the distal tip. Horizontal and axial score lines were present and unopened. The entire length of the sheath shaft/liner was cut. Housing was circumferentially cut and separated from the sheath shaft. As the flex tip of the delivery system is the largest component that enters from the sheath, its outer diameter (od) was measured. A flex tip od that is out of specification could lead to resistance during delivery system insertion through the sheath. The measurement was found to be within the specification. The provided imagery was evaluated and revealed the following: the esheath was cut through the entire length of the sheath. Right access vessel with insufficient minimum luminal diameter (it should be greater than or equal to 5.5mm for a 14f esheath). Calcification was present in right access vessel. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for resistance between system components leading to inability to advance through the sheath was confirmed based on evaluation of the returned device and provided imagery. Available information suggests patient factors (calcification, undersized vessels) likely contributed to the event as 3mensio report shows that calcification was present in the right access vessel and mld was below the required 5.5mm for a 14fr esheath. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. In addition, undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. As such, available information suggests that patient factors (calcification, undersized vessels) may have contributed to the complaint event. The complaint for split sheath distal tip was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. During device evaluation, it was seen that the esheath tip appeared cut and resulting in a "split" appearance. On the other hand, the tip radial and axial scorelines remained unopened, indicating that the commander with crimped thv may have never exited the esheath (which is consistent with the reported event). Furthermore, the information provided indicated that the esheath was intentionally cut, along the entire length of the sheath shaft/liner and near the hub, at the back table by the medical team to facilitate valve removal. It is possible that during this manipulation at the back table, the distal end of the sheath was inadvertently cut by the end user, resulting in the observed "split" appearance. As such, available information suggests that procedural factors (device manipulation post procedure) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our affiliates in the united arab emirates, it was a case of an implant of a 23mm sapien 3 ultra resilia valve, in aortic position by right transfemoral approach. During the procedure, it was difficult to advance the valve crimped on the delivery system through the esheath and it got stuck. When the delivery system was pulled out, the valve remained stuck inside the esheath, and only the delivery system was removed. To continue the procedure, a new kit was prepared, but the same issue occurred. However, after considerable effort, the crimped valve on the delivery system passed through the esheath, and the procedure was successfully completed. After the procedure, the patient was in stable condition with excellent results. As per medical opinion, the perceived root cause of this event was access vessel calcification.as per provided imagery evaluation, it was observed that the first esheath liner was torn through the entire length. Through investigation, it was learned that the esheath was intentionally cut by the medical team to remove the valve.as per product evaluation, the esheath distal tip was split.